Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address pain across the joint line anteriorly and intermittent swelling with alleged instability approximately seven (7) years post-operatively. The patient was revised to competitor devices. Initial operative notes did not identify any complications intraoperatively. Revision operative notes state that the components were well-fixed, however, the polyethylene bearing showed some minor wear. All components were removed and replaced with competitor devices. The knee was stable with good range of motion and central patellar tracking at the end of the procedure. Attempts have been made and no additional information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through radiographic inspection and the reported event was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ unknown maxim tibial component, catalog #: ni, lot #: ni; unknown maxim tibial bearing, catalog #: ni, lot #: ni. Customer has not indicated whether the explanted devices will be returned for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-01783, 0001825034-2019-01784. Insufficient information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address unknown complications approximately seven (7) years post-operatively. The patient was revised to competitor devices. Attempts have been made and no additional information is currently available.